Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified iliac artery. A 9.0 x 20, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured at 10 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1: initial reporter city: (B)(6).